Event description:
Unable to obtain spo2 reading with zoll propaq x monitor, checked monitor settings and each cable, problem was the massimo cable that connects to the monitor. The 4-foot, 9-pin cable was fraying at the connection point. Therefore, we were unable to obtain spo2 reading during entire patient transport.